Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "system fault 41622" in the history. Functional check was performed and the reported issue was able to be confirmed. The device was found to have an error code 41622 on the screen during power up. The error code 41622 indicates a problem with motor or an optical cam switch sensor issue. The error code did not occur during testing. It was determined that a faulty motor is the cause of the issue. Therefore, the motor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 41622 while priming. The issue was discovered during testing and there was no patient involvement.